Manufacturer narrative:
Correction: h7 recall should be checked. H9 should include z0457-2012.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, it was reported that the patient's right ventricular lead exhibited externalized conductors. No device intervention was performed. There were no patient consequences.